Event description:
An assistant was holding the patient's arm for the nurse. When the nurse withdrew the needle, it went through the tubing and stuck the assistant's hand. They have begun blood borne pathogen testing and is at baseline stage.

Manufacturer narrative:
The sample will not be returned for evaluation as it has not been retained by the hospital. Upon completion of the investigation, a supplemental report will be submitted.